Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. Re-programming was initially successful in maintaining good coverage of the pain area. However, over time, only part of the patients pain area was re-captured with re-programming. The patient underwent a procedure where the lead was removed and replaced. Post operatively, the patient was stable.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6) batch: (B)(6). Visual and x-ray inspection of the sc-2317-70 sn (B)(6) lead revealed that this lead was bent/kinked near the set screw mark of the clik x anchor and all cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the possible flexing of the lead after exiting the clik x anchor, was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. Re-programming was initially successful in maintaining good coverage of the pain area. However, over time, only part of the patients pain area was re-captured with re-programming. The patient underwent a procedure where the lead was removed and replaced. Post operatively, the patient was stable. The patient was originally implanted with leads sc-2317-70 sn (B)(6) and sc-2317-70 sn (B)(6). It was thought that sc-2317-70 sn (B)(6) was the lead that was explanted. However, additional information was received that it was sc-2317-70 sn (B)(6) which was explanted and received by the manufacturer.